Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this newly implanted implantable cardioverter defibrillator (ICD) recorded an increased shock impedance of greater than 125 ohms, exhibited by a non-boston scientific defibrillation lead. Technical services (ts) discussed troubleshooting options, which were noted to have been attempted with no resolution of the issue. The pocket was then reopened, a new defibrillation lead was implanted, and subsequent shock impedances were again greater than 125 ohms. The device was then replaced and will be returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The device was later returned for analysis.

Event description:
--